Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with unspecified mentor breast prostheses and experienced bilateral ruptures and capsular contracture, baker grade unknown post-operatively. As a result, the patient underwent explantation on (B)(6) 2020. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported with common device name and procode indicating gel devices. If additional information is received confirming gel or saline, a supplemental report will be sent. This report is for the left side device.